Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer received a program alarm anomaly. It was also reported that insulin leaked into insulin pump. Customer's blood glucose was 316 mg/dl. Caller was advised that insulin pump would need to be replaced.